Event description:
It was reported that intima-ii 24gax0.75in prn slm npvc had foreign matter. The following information was provided by the initial reporter: the child received intravenous injection with indwelling needle on (B)(6) 2020. During the operation, the catheter was stuck and could not be inserted, resulting in the failure of venipentesis. After extubation, granular objects were found in the hose, and the indwelling needle should be replaced for puncture, which would increase the pain of the child and the dissatisfaction of the family.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9323970. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii 24gax0.75in prn slm npvc had foreign matter. The following information was provided by the initial reporter: the child received intravenous injection with indwelling needle on (B)(6) 2020. During the operation, the catheter was stuck and could not be inserted, resulting in the failure of venipentesis. After extubation, granular objects were found in the hose, and the indwelling needle should be replaced for puncture, which would increase the pain of the child and the dissatisfaction of the family.